Manufacturer narrative:
Visual inspection upon receiving revealed damaged bottom shell. The device turned on using customer's batteries. Led segments on the led digits did not illuminate upon start up due to, failed led segments on the instrument circuit board. The device was able to obtain spo2, pi, and pulse rate readings. However, the failed segments prevented the leds from lighting up and making the measurement readings possible as reported by the customer.

Event description:
The customer reported the rad-5v leds are gone and the device is not reading correctly. No patient impact or consequences were reported.